Manufacturer narrative:
Investigation results: the complaint device was visually inspected and no issues were noted. The unit was able to extend and retract according to specifications. The reported complaint could not be confirmed; there was no evidence of the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a sensation medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, when the snare loop was positioned around the polyp, the loop could only be retracted slightly. The nurse then attempted to reopen the loop, but it could not be extended and it was consequently stuck on the polyp. The nurse manipulated the device and was finally able to extend the loop. Then the nurse retracted the loop around the polyp and was able to remove the polyp without issue. It was reported that there was no issue with the cautery. The device was removed from the patient and another sensation snare was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of loop embedded in polyp. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a sensation medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, when the snare loop was positioned around the polyp, the loop could only be retracted slightly. The nurse then attempted to reopen the loop, but it could not be extended and it was consequently stuck on the polyp. The nurse manipulated the device and was finally able to extend the loop. Then the nurse retracted the loop around the polyp and was able to remove the polyp without issue. It was reported that there was no issue with the cautery. The device was removed from the patient and another sensation snare was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.